Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump takes too long to alarm "no delivery". Customer also reports insulin tubing has "cloudy clots". Customer's blood glucose was 417 mg/dl. No further information provided.